Event description:
It was reported that the pump emitted multiple loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. The keypad buttons were found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. The keypad buttons were found to be unresponsive. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.